Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair the eyelet broke during insertion into the cannula. It broke as it entered the cannula and never got into the patient. All pieces remained in the cannula and were retrieved. Another anchor was opened and the case was completed with no further issues.